Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; omsc could not reproduce the reported phenomenon which was that the endoscopic image disappeared. However, noise and vertical stripes occurred on the endoscopic image. Therefore, omsc confirmed that the subject device doesn't meet the factory standard. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc disassembled the subject device. As a result, omsc confirmed that the conductor of ccd cable was exposed. Omsc guesses that the endoscopic image disappeared because the conductor exposure caused the poor connection. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject ltf-s190-10 has been returned to olympus medical systems corp. (Omsc) and it is being investigated. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure with the ltf-s190-10 and the surgical endoscope system visera elite ii, the endoscopic image disappeared. The user turned off and on the power switch of the subject visera elite ii and reinserted the video connector of the subject ltf-s190-10. The endoscopic image appeared however it disappeared again after a while. The user replaced the subject visera elite ii to another unspecified device and completed the procedure. There was no report of the patient's injury regarding this event.